Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient¿s medical history includes having cancer in the past and having back pain for some time. The patient described having excruciating pain in their lower back and hip that also extends up higher into their back beginning on (B)(6) 2018. The pain does not seem to be around the ins area and does not seem to initiate from there. The patient was not sure if the spinal cord stimulator (scs) system has anything to do with their recent onset of pain or not but was told to call their rep by their oncologist¿s office. The patient has not turned their ins on for some time now, but they do keep the ins charged. When asked if the areas of stimulation had changed the patient stated that it had been so long since they had turned it on that they were not sure. No diagnostics or troubleshooting took place with the system because this was a phone call with the patient. The patient did not describe any traumatic events that may have led or contributed to the issue. However, they did mention that they recently lost a large amount of weight. The rep recommended that the patient call their healthcare professional (hcp) to get an appointment with them. The patient was considering just going to the hospital to be evaluated. The rep told them that it may not be a bad idea given the amount of pain that the patient seemed to be in. It does not seem that their recent onset of pain would be caused by the scs system. Although, the rep could not say that with 100% certainty so they recommended seeing an hcp soon. At this time the rep does not know if the patient is going to see their hcp or going to the hospital. The patient stated that they would stay in contact and would let the rep know if they could help or if the hcp feels that they are needed. It was unknown if surgical intervention was planned. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.